Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was under the care of their neurologist who was programming and managing their symptoms. It was noted the patient was not seen by the hcp and was reportedly in jail.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported the patient was having some issues on (B)(6) 2018, and the hcp asked if this could be caused by the patient programmer being kept in a location further away from the patient. It was reviewed that the distance from the patient programmer didn't effect patient's therapy. It was noted the patient was just moved to the jail that weekend. The hcp used the patient programmer and saw the following: on, ok, and 4.5v and 4.8v for programming. No further patient complications have been reported as a result of this event.